Manufacturer narrative:
Additional information is provided in sections d.4, d.9, h.3, h.6 and h.11. The company representative was able to replicate the reported event. The vitrectomy valve assembly was replaced to address the issue. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported event is attributed to the nonconforming vitrectomy valve assembly. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Corrected information: upon further review, it was determined that the retinal hole was confirmed to be adverse event of current report mfg report num 2028159-2024-01177. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that three separate vitrectors had open as they had continuously and randomly lost cutting whilst retaining aspiration during vitrectomy surgery. Due to the lose of product function resulted in retinal hole which leads the patient to be face down for a week. The surgery was completed on the same day. Additional information received from customer that patient had a retinal detachment that was treated in the past. The retina had detached and a second surgical treatment was required as the majority of treatment was done in the first time surgery, there was not as much surgery time or techniques required when treating for a second time. This represents an ophthalmic system involved in the events.

Event description:
A customer reported that three separate vitrectors had open as they had continuously and randomly lost cutting whilst retaining aspiration during vitrectomy surgery. Due to the lose of product function resulted in retinal hole which leads the patient to be face down for a week. The surgery was completed on the same day. Additional information received from customer that patient had a retinal detachment that was treated in the past. The retinal had detached and a second surgical treatment was required as the majority of treatment was done in the first time surgery, there was not as much surgery time or techniques required when treating for a second time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that three separate vitrectors had open as they had continuously and randomly lost cutting whilst retaining aspiration during vitrectomy surgery. The surgery was completed on the same day. Additional information received from customer that patient had a retinal detachment that was treated in the past. The retina had detached and a second surgical treatment was required as the majority of treatment was done in the first time surgery, there was not as much surgery time or techniques required when treating for a second time. The patient¿s preexisting retinal hole required surgical intervention, and was advised to be maintain a face-down position for a week. This represents an ophthalmic system involved in the events.

Manufacturer narrative:
Corrected information was provided in sections: b.1, b.2, b.5, h.6, and h.11. Corrected information: upon further review, it was determined that the previously submitted report on retinal detachment and retinal hole is unrelated to the current report mfg report num 2028159-2024-01177. The retinal detachment and retinal hole was confirmed to be a preexisting condition and was mentioned and submitted under mfg report num 2028159-2024-01178 (follow-up). The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.